Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down when applying the system brakes. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The p7 wire related to the cable for the power motor relay was evaluated and identified as requiring replacement. The system was tested and found to be working as intended and returned to service.